Event description:
While the physician was using the penumbra system separator 032, advancing and retracting through the rhv, the separator kinked and subsequently fractured. The physician used a second separator and the same thing happened. Both distally fractured segments were easily retrieved as they were still in the rhv. The patient's condition was not altered as a result of these events and the physician continued the procedure with the patient having a successful revascularization of the vessel. This MDR is associated with MDR 3005168196-2011-00260 and MDR 3005168196-2011-00261.

Manufacturer narrative:
Results: a 0.026" mandrel was introduced into the hub of the catheter and advanced distally. No obstructions or unusual friction points were observed. The catheter is fully functional. Conclusion: the catheter returned with the separator 026 showed no evidence of damage and was not mentioned in the complaint. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.